Event description:
A healthcare professional reported two relatively minor thermal events involving the anodyne professional unit. The unit was returned for investigation purposes, and a resistor bridge for investigational purposes, and a resistor bridge was identified on one therapy pad. This malfunction could lead to a serious injury if it were to recur.